Event description:
Nellcor puritan bennett received a call from a reporter who said the following: baby death while on monitor. Mother gave conflicting stories. Told technician that the monitor was on and mother heard no alarms throughout night, told police that she switched monitor off during the night, admitted to sleeping in the bed with the child, and that she had been told and understood that she was not to sleep in the same bed as the child. Woke up and child was not breathing, when ems arrived the baby had been dead for some time. No 'mmu' was attached to the monitor at time of incident.